Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported that she was having some issues with the insulin pump's buttons. Her blood glucose readings were not sending over to the insulin pump. Customer's blood glucose level was 436 mg/dl. Troubleshooting for high blood glucose level was declined. The device was not returned.